Event description:
Apple trocar separated and detached, leaving stem in place at abdomen. Stem was retrieved by surgeon, as well as an additional fragment of plastic from the abdominal cavity. Trocar broke at skin level with little torque applied.